Event description:
On 08/03/2022, it was reported by a sales representative via sems that (2) ar-8943-23 lobster claws are loose and do not clamp properly. This occurred on (B)(6) 2022 during a ankle fracture. The case was completed, and there was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Two unpackaged ar-8943-23 batch numbers 6671751 were received for investigation. Functional testing found that the instrument does not function as required. The ratchet is not tightening and doesn't stay closed when using the device. Pivot screw is loose in both instruments. Visual evaluation found signs of wear on both devices as the laser marks faded. The most likely cause of the reported failure is wear and tear.